Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: no patient information has been provided. Event date: unknown. This report is for an unknown cortex screw. Additional product code: hwc. Implant date: unknown. This report is for one (1) unknown cortex screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent hardware removal of a medial distal tibia plate and an unknown quantity of 3.5 cortex screws on (B)(6) 2016; secondary to pain at the proximal tip of the plate. The original implant date is unknown. The shaft of one screw remained retained in the bone. It is unknown if the screw broke sometime during the post-operative period or intra-operatively during screw removal. There was no surgical delay or further patient harm reported. The procedure was completed successfully. This report is for an unknown cortex screw. This report is 3 of 3 for (B)(4).